Manufacturer narrative:
Information suggested both products remained in-service. Investigation was completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that right atrial impedances from a non-boston scientific lead had been fluctuating between 1100 ohms and 400-500 ohms. Technical services discussed troubleshooting. No adverse patient effects were reported.